Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported that the customer received a compromised force sensor system alarm on the insulin pump. The customer's blood glucose was 279 mg/dl. Troubleshooting was done. The customer treated herself with manual injections. The customer stated that the drive support cap of the insulin pump was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.